Manufacturer narrative:
The insulin pump was monitored for several days. Unit received with all operating currents within spec and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected failed battery alarm anomalies noted. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report multiple failed battery test alarms and physical damage to the insulin pump. The customer's blood glucose reading was 115 mg/dl. The customer declined troubleshooting due to receiving a replacement insulin pump. The customer was advised to discontinue use of the device and revert to a backup plan. The device was replaced and will be returned for analysis.